Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was intended to be implanted in a patient for the endovascular treatment of a thoracic aortic ulcer.   It was reported that during the index procedure, the delivery system handle was noted to be leaking when the physician was flushing the side port. The device was not used and another valiant captivia stent graft was used to treat the patient instead. Per the physician, the cause of the event was a failure of the delivery system.   No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary there was no damage evident to the graft cover and side port extension tubing. Water was observed leaking from the handle when the device was flushed via the side port. Water was visible in the graft cover and a small amount was observed exiting at the graft cover tip. The handle was disassembled, and a leak was observed from the silicone seal during flushing. There was no deformation evident to the silicone seal. The inner member collar was moving freely on the middle member despite the presence of glue in the port holes. The reported issue was confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.